Manufacturer narrative:
(B)(4), correction: it was originally reported that the battery compartment was damaged. Instead, the battery cap was reported to be damaged.

Manufacturer narrative:
Follow-up #2: date of submission 08/06/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidence of short battery life. No damage was found with the returned battery cap and the contact height and width measurements were within specifications. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. The pump casing was opened and no intermittent conditions were found on the power circuit. The reported battery life issue was not verified in the black box or duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected and the battery compartment was damaged. It was reported that there was no damage to the battery compartment and there was no evidence of moisture or corrosion in the pump. The issue allegedly occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.